Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) system was infected with vegetation on the leads. The crt-p system was extracted. Antibiotic treatment was administered. A temporary pacemaker and lead, placed via the intrajugular vein, was placed until a new crt-p system was implanted on the right side seven days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.